Manufacturer narrative:
Additional information was provided that the likely cause is no longer alinity I processing module list ai01450 and the only likely cause is alinity I anti-hcv list 08p06-22, lot 89093li00. The international product, list number 08p06-22 does not have a similar product with the same intended use distributed in the us. The u.s. List number 1l79 is not intended for use in screening blood, plasma or tissue donors. Based upon this new information, this complaint is no longer a reportable event and no further followup will be provided.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) alinity I anti-hcv on 2 patients when processing on the alinity I processing module. Patient 1 generated alinity I anti-hcv (B)(6) but siemens centaur (B)(6). The next day the patient again tested alinity I anti-hcv (B)(6) but inno-lia (B)(6). Patient 2 was alinity I anti-hcv (B)(6) but siemens centaur (B)(6) and inno-lia (B)(6). No specific patient information was provided. No impact to patient management was reported.